Event description:
Health professional reported an alleged "leak." The problem was first observed when the pt noticed "little or more restriction." The surgeon diagnosed a leak after performing fills during consecutive visits and "found less and less fluid each time." The port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the board, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."